Manufacturer narrative:
(B)(6). Information contained in this report was previously submitted through asr on 07/22/2017. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported left side late seroma. Device was explanted.